Event description:
Patient was in a rotorest bed. Registered nurse (rn) opened the thoracic door for skin inspection and cleaning. The latch separated from the bed making it impossible to secure the door. Rn stayed with patient. Rotorest had been stopped on its right side and locked because rn was inspecting and cleaning skin. An appropriate bed was obtained along with a slide board. Maintaining appropriate log rolling the bed was rotated to flat, patient was rolled, cleaned, and placed on a slide board. Continuing to maintain spinal alignment, he was transitioned to a stryker bed frame with isoflex mattress. Neurosurgeon was notified. Order to d/c rotorest was obtained. Representative at the bed company was called regarding failure. Equipment was called and notified the bed was broken and a repair request was needed. Rotorest bed was replaced by preferred kci vendor, this was a rental. No further action required by biomed.